Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the clinician inappropriately shocked the patient after seeing a rhythm through see-thru CPR and thought it was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation for evaluation. The ECG data from the event was returned and evaluated. Our review of the returned data shows that CPR was being performed while the device was analyzing the rhythm. Our labeling instructs the end user to always stop CPR to verify the patient's ECG rhythm before making treatment decisions as the see-thru CPR filter will not remove all CPR artifact. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. The customer was provided a user manual. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the clinician expressed dissatisfaction with the see-thru cprd function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.